Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist escalated the cubies unlocking request to customer support. After the request was completed, a follow up call was made to the customer. The users confirmed that the issue was resolved and agreed to proceed with case closure. The technical support specialist then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower request was made to unlock cubies 02-12 and 02-15 for the medication morphine sul 5 mg/0.25 ml syringe. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.